Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-dec-22 and it was indicated that the information provided had been confirmed with the physician/account. It was reported that no cause of the motor stall was determined. No replacement was planned. The physician was planning to explant but did not intend to return for analysis as the physician did not want an analysis done. No further complications were reported or anticipated.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the alarm the patient heard the night after the hcp tried to restart the pump was due to the motor stall.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). It was related that (B)(6) 2017 was a clinic visit and the pump was read because on (B)(6) 2017 the patient thought they heard the pump alarming. The hcp tried to restart it and the manufacturer's representative did not think the event logs had been accessed and reviewed. The hcp also heard the pump alarm, per the manufacturer's representative. The patient went home on (B)(6) 2017 and at 9 p.m. They heard the pump alarm again and then it started alarming again at 5 a.m. On (B)(6) 2017. There were no magnetic fields that caused the motor stall, per the manufacturer's representative. The hcp started the patient on oral baclofen and the patient was doing fine at this time. The manufacturer's representative believed the patient did not want the pump anymore so it may be explanted. No medical symptoms were reported. The patient¿s weight at the time of the event was (B)(6) and spastic diaplegic cerebral palsy for the patient¿s diagnosis. No further complications were reported or anticipated.